Event description:
The customer reported that while preparing the subject device for use during an unspecified procedure, the image did not appear. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be due to a printed circuit board failure. In addition, service found the cable was kinked and there was a water leak from the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, in addition to the printed circuit board failure, it is possible that an image was not displayed because communication failure occurred due to a broken cable caused by a kink applied to the cable. It is also possible that communication failure occurred and an image was not displayed because the cable deteriorated due to water leakage. However; the root causes of the printed circuit board failure, the kink in the cable and the water leakage could not be determined. The device's instruction manual provides the following information regarding the proper use of the cable: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur. In addition, service found the scope mount was bent. Per the legal manufacturer, this issue has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.